Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. A new cartridge was loaded to resolve the issues. As well, as that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was 150-274 mg/dl. After removing the obstruction from the speaker holes, the alarm cleared.